Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. This occurred every "2 to 3 weeks" where the infusion device shuts down automatically. No adverse event was reported. The infusion device is not expected to be returned for product evaluation.